Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. However, the patient intends to schedule an explantation due to the pain, rupture, and a flipped device soon. Concomitant products: 550c mentor memorygel breast implant (catalog number 3507550bc, lot number 264335, serial number (B)(4)). Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a breast surgery with 550cc mentor memorygel breast implants. On (B)(6) 2014, the patient was involved in a car accident and suffered a left-sided implant rupture and discomfort. The device was also flipped as a result of the accident. The patient's physician advised her against immediate removal of the device due to a large amount of dental work that she had recently undergone. On an unspecified date after the motor vehicle accident, the patient was carrying a bucket and walked into a wall and hit her chest--an incident that she reported as extremely painful. At the time of this report, mentor has received no information regarding explantation or expected explantation date. However, the patient reported via phone call on (B)(6) 2019 that she plans to schedule an explantation soon. If additional information becomes available, the updates will be submitted in a supplemental report.